Event description:
The co's customer in singapore (becton-dickinson singapore) reported that they had rec'd a report from a hospital in japan of noting foreign matter within the lumen of a pressure monitoring line. There was no pt injury. The device is being returned. This product is furnished by namic to b-d singapore in a bulk, non-sterile condition.